Event description:
It was reported that: "presence of a fragment of plastic in the intubation tube whereas the patient was already intubated. This was monitored with a fibroscopy. The device was removed and replaced. There was no consequence for the patient."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number reported is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 80 samples were taken from the current production from p/n 5-16037 et tube, sher-I-bronch, ls, 37 fr lot# 73e2200696 the samples were visually inspected and issue reported "blocked/obstructed - tracheal tubing" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn# (B)(4). The customer returned (B)(4) unit 5-16039 et tube, sher-I-bronch, ls, 39 fr for investigation. The sample was returned without its original packaging. The stylet was also returned. Upon visual examination , no "fragment of plastic" that was reported was observed in the tube. It's possible that the fragment was not returned or it was lost during shipping/handling. Since the fragment was not observed in the returned ett and no pictures were provided, the reported complaint could not be confirmed.

Event description:
It was reported that: "presence of a fragment of plastic in the intubation tube whereas the patient was already intubated. This was monitored with a fibroscopy. The device was removed and replaced. There was no consequence for the patient."